Manufacturer narrative:
Follow-up # 1 date of submission 8/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/19/2016 with the following findings: the battery cap was not returned with the pump and a test cap was used to complete the investigation. The test cap was able to fully tighten onto the pump. The display screen was blank when the pump was powered on with the test battery cap. Within three minutes, the pump powered on with functional auditory and vibratory features. The attempt to download the pump history and black box was unsuccessful due to internal moisture damage. The initial complaint about a ¿temperature¿ issue could not be adequately investigated due to internal moisture damage and the blank display screen. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no reported physical damage to the pump. There was no reported bodily injury due to the temperature issue. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.